Event description:
Device malfunction: stent fracture. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that during the deployment of the absolute stent in a heavily calcified right iliac artery, the thumbwheel stopped rotating after the stent was partially deployed. Unsuccessful attempts to fully deploy the stent were made. During the removal of the stent delivery system with the partially deployed stent, it was thought that the distal end of the stent fractured and deployed near the middle of the lesion. The proximal end of the fractured stent and stent delivery system were removed with the sheath as one unit. The location of the proximal portion of the fractured stent could not be verified. Another absolute stent was successfully deployed, caging the distal portion of the fractured stent. Angiographic images could not confirm that the stent fractured, but the physician felt comfortable that what appeared to be a portion of the distal end of the stent was securely caged opposed to the arterial wall. Due to the additional contrast that was administered for the extended procedure, the patient's creatinine level was elevated post procedure. The patient was discharged two days post procedure with no noted documentation of any kidney issues or any adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(Off label vascular use) - (elevated creatinine levels). The device was received. Investigation is not complete.